Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 171 ventricular sensing integrity counts (sic); high rate-non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1938 ohms up from a trend in the 400-500 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance, a high number of v-v intervals, and insulation damage. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.